Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The customer reported that on (B)(6) 2019, the patient underwent emergency procedure va shunt revision to replace a cracked (in situ) plus programmable valve that was implanted on (B)(6) 2019. The patient experienced worsening hydrocephalus and neurological symptoms as a result of the malfunction (gait, mobility, cognitive function).

Manufacturer narrative:
Sample was received for evaluation. The position of the cam when valve was received was at setting 5. Images were taken of the ¿as received¿ valve and are attached. The valve was hydrated per internal procedures. The valve was visually inspected, some biological debris was noted inside the valve, the silicon housing was torn / cut , the siphon guard was returned separated from the valve, marks were noted on the siphon guard. The valve was tested for programming. The valve passed the test. The valve was flushed per internal procedure. The valve passed the test no occlusions were noted. The valve can¿t be leak tested, do to the damaged silicon housing. The siphon guard was tested per internal procedure. The valve passed the test. The valve can¿t be reflux tested do to the damaged silicon housing. The valve was dried. The valve was then pressure tested according to test method per internal procedure, the valve passed the test. No root cause could be determined for the programming problem reported by the customer, as the technician was unable to confirm a programming problem. No lot information was provided therefore no manufacturing records could be reviewed. Based on the results of the investigation, the reported issue not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA: pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.